Manufacturer narrative:
(B)(4). The device was returned for evaluation. The catheter section was connected to 10ml syringe with distilled water. Syringe was pressurized using minimal pressure, fluid was observed flowing out of catheter proximal end. Catheter was then clamped and re-pressurized, no leakage was observed. Based on evaluation of the device, the catheter functioned as intended. A review of manufacturing records was performed and no discrepancies were identified when the device was released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The catheter section was connected to 10ml syringe with distilled water. Syringe was pressurized using minimal pressure, fluid was observed flowing out of catheter proximal end. Catheter was then clamped and re-pressurized, no leakage was observed. Based on evaluation of the device, the catheter functioned as intended. A review of manufacturing records was performed and no discrepancies were identified when the device was released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous rep, a microsensor was reported to have leakage. Another was used to complete the procedure. There were no reports of delays or adverse consequences.issue occurred during pre use testing.